Event description:
The wife of a male pt contacted lifecor customer support to report that the monitor gave a wrench code 6 "response buttons stuck" this morning. She stated that every time they power up the monitor it says, "please release response buttons" before giving the normal" to activate device please press response buttons". Support had the pt attempt a download. The pt reseated the battery pack and the monitor would not power up. Neither battery pack would start the monitor. Support sent a pt services representative (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation monitor has been completed. The reported problem was confirmed. Monitor would not power up because there was water inside the monitor that likely came in from the modem connector. The modem connector was heavily corroded. The voltage attenuator (tva3) was shorted on the auxiliary board. The root cause of the defective components looked to be water damage. The monitor was repaired, retested and restocked. No adverse event occurred due to the defective monitor. The pt received a replacement monitor.